Event description:
Baxter exactamix bag leak from center port to 4 bags during IV compounding. All bags were made and then sent back to MFR for inspection. No satisfactory answer since they were reported 5 months ago. Is the product compounded: yes. Frequency: daily, route: intravenous drip. Diagnosis or reason for use: short gut syndrome.